Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was recharging the implantable neurostimulator (ins) every day for 1.5 hours. The ins was programmed to 1-, 9- at 5.6v, 330 usec, and 130 hz in continuous mode with impedances in normal range. On (B)(6) 2013 the patient had complained about increased tics. On (B)(6) 2013 the ins had been turned off for a week for an unknown reason. The patient was hospitalized on (B)(6) 2013 for recharging and to try other settings. Recharging time was about 4-5 hours a day. The ins settings were changed to current mode on (B)(6) 2013. A CT scan on (B)(6) 2013 verified there was no lead migration. The ins was put in "off mode" and then explanted.

Event description:
It was reported the patient had to recharge frequently, approximately every 3-4 hours. The patient had eventually asked for an explant and replacement of the implantable neurostimulator (ins) with a non-rechargeable ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.